Event description:
The pt reportedly experienced no sound and no lock between the external equipment and the cochlear implant. External equipment was exchanged, however, this did not resolve the issue. Revision surgery will be scheduled.

Manufacturer narrative:
The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt, as well as cuts at the fantail region, dislodged electrode from fantail, and damage at the epoxy header. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed the electrical test performed. The device failed the residual gas analysis test. The internal visual inspection revealed that one resistor had a corroded trace. It is believed that the failure of this implantable cochlear stimulator device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis and dye penetrant data. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of one resistor. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.